Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen making it difficult to read as well as buttons were worn. Customer¿s blood glucose level was unknown. Customer stated that buttons were hard to press and reservoirs was loose and not secured as well as makes strange noise while rewinding piston rod. Customer also stated that lots of unexplained no delivery alarms and issues with batteries life not lasting as long. The insulin pump will not be returned for analysis.